Event description:
I am an (B)(6) male. I had a hernia repair (B)(6) 2009 have had pain 24/7 and still am. I could not find lawyer who would take my case. I had a ultrasound done was told I have an infection and swelling, I believe the mesh was "improbably" placed. Also when I was (B)(6) I was circumcised. My penis is retracted back into my groin. I have to pull back to urinate. What happened, who knows? The surgeon said I should take pain shots. I am staying away from him.